Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-0375 and MFR. Report # 3005099803-2010-03736). It was reported to boston scientific corporation that a jagwire guidewire (subject of MFR report # 3005099803-2010-0375) was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the doctor used the jagwire to introduce an extractor balloon. At this point he realized it was not a stiff shaft guidewire. The physician checked the label on the pouch, the upn was correct, however, the description did not include the words "stiff shaft". The procedure was completed with this device. Due to this event, the physician returned a second unused guidewire (subject of MFR. Report # 3005099803-2010-03736). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned inside its original sealed pouch. A dimensional inspection was performed, the entire length of the wire was passed through the laser micrometer and found to meet specification. The pebax section and the ptfe sheath were dissected and removed. The core wire outer diameter (od) was examined and met specifications. The device did not present any evidence of a manufacturing defect or anomaly, no damage or inconsistencies were noted to the device. The device correctly reflected the upn, as indicated by it's pouch/labeling. The complaint of, it was not a stiff shaft guidewire, was not confirmed. The device history record review found the device met all manufacturing specifications. The pouch label was visually inspected and it was noted that the pouch label does not reflect the differentiator 'stiff shaft'. This is not a deficiency of the label or the device. Due to a labeling initiative by boston scientific, new revision labels include the differentiator "stiff shaft". This physician apparently has both the new and old revision boxes. Therefore the most probable root cause is user preference issue. Based on the investigation results this is no longer considered a reportable event.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-0375 and MFR. Report # 3005099803-2010-03736). It was reported to boston scientific corporation that a jagwire guidewire (subject of MFR report # 3005099803-2010-0375) was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the doctor used the jagwire to introduce an extractor balloon. At this point he realized it was not a stiff shaft guidewire. The physician checked the label on the pouch, the upn was correct, however, the description did not include the words "stiff shaft". The procedure was completed with this device. Due to this event, the physician returned a second unused guidewire (subject of MFR. Report # 3005099803-2010-03736). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.